Manufacturer narrative:
Follow-up received on 09-aug-2016. Quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective ((B)(4)). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a positive pregnancy test. She delivered 6 weeks early (seen as premature labour) and while in labour her placenta ruptured. The baby got blood in her lungs and had to stay in the nicu for two weeks ((B)(4)). After that, about 5 years after insertion, she got pregnant again ((B)(4)). Pregnancy is listed in the reference safety information for essure while the other events are unlisted. These events are serious due to their medical importance. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, pregnancy was diagnosed about 8 months after essure insertion. Therefore a causal relationship between the suspect insert and the reported pregnancy cannot be excluded. Most of premature births occur spontaneously and are related to preterm labor or preterm premature rupture of membranes and less frequently are medically indicated because of maternal or fetal issues. In this case, the occurrence of premature separation of placenta could be a reason for premature delivery. A mechanical interference between essure and the developing pregnancy cannot be excluded and this case was thus, considered an incident (serious injury). Additionally, non-serious events were reported. The technical assessment concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5041347) in united states on 20-oct-2015. It describes the occurrence of pregnancy in a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2010. The consumer reported when she made it home after the procedure, the pain was so bad she felt like she did when she was in labor and when she called the doctor they told her to use a heating pad. The pain lasted for three days, she stated being unbearable. When it was finally over she started experiencing the nausea (that she still has almost daily 5 years later) and the headaches, body pain, upper and lower back pain, she could hardly stand or play with her children because the pain in her back was and still is too much. Her other symptoms included heavy periods with huge blood clots that last sometimes two weeks, pain during sex, brain fog, extreme anxiety, mood swings, depression, hair loss and tooth loss. She reported that 8 months after she had the procedure she went to the doctor because the nausea became too much and he asked if she could be pregnant and did test anyway to be safe, the pregnancy test was positive. The consumer reported being scared because she had had an ectopic rupture before and only has one tube but it turned out the baby was in the uterus. The pregnancy was scary because no one knew what could happen with the essure in place. She delivered 6 weeks early and while in labor her placenta ruptured and the baby got blood in her lungs and had to stay in the nicu for two weeks (child case reported under reference (B)(4)). She went back after to have the dye test to make sure the coil was still in place they said it was and no one knew how. In 2015, three years later, she had a son by c-section; she had placenta previa and he too was born early (second pregnancy was reported under reference (B)(4)). The consumer reported that after 7 children her tubes have been tied the right way. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a positive pregnancy test. She delivered 6 weeks early (seen as premature labour) and while in labour her placenta ruptured. The baby got blood in her lungs and had to stay in the nicu for two weeks (see (B)(4)). Pregnancy is listed in the reference safety information for essure while the other events are unlisted. These events are serious due to their medical importance. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, pregnancy was diagnosed about 8 months after essure insertion. Therefore a causal relationship between the suspect insert and the reported pregnancy cannot be excluded. Most of premature births occur spontaneously and are related to preterm labor or preterm premature rupture of membranes and less frequently are medically indicated because of maternal or fetal issues. In this case, the occurrence of premature separation of placenta could be a reason for premature delivery. A mechanical interference between essure and the developing pregnancy cannot be excluded and this case was thus, considered an incident (serious injury). Additionally, non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 08-dec-2015, (B)(4): final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events or the lack of efficacy events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a positive pregnancy test. She delivered 6 weeks early (seen as premature labour) and while in labour her placenta ruptured. The baby got blood in her lungs and had to stay in the nicu for two weeks (see case (B)(4)). After that, about 5 years after insertion, she got pregnant again (see case (B)(4)). Pregnancy is listed in the reference safety information for essure while the other events are unlisted. These events are serious due to their medical importance. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, pregnancy was diagnosed about 8 months after essure insertion. Therefore a causal relationship between the suspect insert and the reported pregnancy cannot be excluded. Most of premature births occur spontaneously and are related to preterm labor or preterm premature rupture of membranes and less frequently are medically indicated because of maternal or fetal issues. In this case, the occurrence of premature separation of placenta could be a reason for premature delivery. A mechanical interference between essure and the developing pregnancy cannot be excluded and this case was thus, considered an incident (serious injury). Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events or the lack of efficacy events and a quality defect.